Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), device breakage ("there was found to be a small piece of the essure coil present at the cornua"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged menses/menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6)2005 and (B)(6) 2013), parity 2 ((B)(6) 2005 and (B)(6) 2013), cesarean section (because of baby's heart rate dropping), miscarriage in 2010, mycobacterium tuberculosis complex test positive, postpartum state, brain operation in 2007, colposcopy in 2004, anxiety, depression, gastroesophageal reflux disease and cholecystectomy in 2006. Previously administered products included for an unreported indication: demerol. Past adverse reactions to the above products included rash with demerol. Concurrent conditions included obesity, shingles (prescribed anti-viral medication that specifically targets the shingles virus) since (B)(6) 2014, allergic reaction to analgesics, uterine dilation and curettage, diarrhea, cramp in lower abdomen, tachycardia, hives, hot flashes, double vision, dizziness, palpitations, heartburn, lymphadenopathy, numbness, tingling, arthritis, depression, gastroesophageal reflux disease and tobacco abuse. Family history included renal disease (mother), brain damage (mother), breast cancer (maternal grandmother), heart disease congenital (maternal grandmother), infection mrsa (mother), liver failure (mother), cancer, prostate cancer (maternal grandfather), hypertension (maternal grandmother), renal disease (mother), brain damage (mother) and stroke. Concomitant products included hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6)2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches/monthly headaches/ mild headaches"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), skin odour abnormal ("sweat smell like nickel, metallic odor") and skin discolouration ("arm pits turned black"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), gastrointestinal disorder ("abdominal deformity"), scar ("severe large scarring"), vaginal infection ("vaginitis"), pelvic pain ("regular pelvic pain/ excruciating, stabbing pelvic pain") and pain ("body aches that felt like bug bites or pin pricks"). The patient was treated with surgery (laproscopic bilateral salpingectomy on (B)(6) 2016) and surgery (novasure ablation performed during laparoscopic bilateral salpingectomy on (B)(6) 2016).essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, migraine, pelvic pain and pain had not resolved, the device breakage, gastrointestinal disorder, scar, headache, alopecia and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia, uterine haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, allergy to metals, vaginal discharge, skin odour abnormal and skin discolouration had resolved. The reporter provided no causality assessment for device breakage and uterine haemorrhage with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, scar, skin discolouration, skin odour abnormal, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Patient tolerated the procedure well she was not advised of complications that occurred at the time of her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes were occluded mycobacterium tuberculosis complex test - on an unknown date: positive pregnancy test - on (B)(6) 2016: negative viral test - on (B)(6) negative on (B)(6) surgical pathology report received which showed right fallopian tube, resection: fallopian tube exhibiting complete cross section. Wire coil medical device consistent with essure coil. Left fallopian tube, resection: fallopian tube exhibiting complete cross section. Wire coil medical device consistent with essure coil. Gross description: fallopian tube which measure 8.7 cm in length up to 0.6 cm in diameter. There is an attached 1.0 cm paratubal cyst. A thin delicate coil is noted within the lumen. Also received separately is a delicate thin metal wire measuring 2.2 cm in length. The wire is consistent with an essure coil and is submitted for gross only. Fallopian tube which measure 11.5 cm in length by up to 0.7 cm in diameter. A thin delicate coil is noted within the lumen. Also received separately is a 0.7 cm delicate grey coil consistent with an essure coil. The essure coil is submitted for gross only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: outcome for the events pain, pelvic pain, migraine, abdominal pain lower and back pain updated to not recovered / not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), device breakage ("there was found to be a small piece of the essure coil present at the cornua"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged menses/menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (((B)(6) 2005 and (B)(6) 2013), parity 2 (((B)(6) 2005 and (B)(6) 2013), cesarean section (because of baby's heart rate dropping), miscarriage in 2010, mycobacterium tuberculosis complex test positive, postpartum state, brain operation in 2007, colposcopy in 2004, anxiety, depression, gastroesophageal reflux disease and cholecystectomy in 2006. Previously administered products included for an unreported indication: demerol. Past adverse reactions to the above products included rash with demerol. Concurrent conditions included obesity, shingles (prescribed anti-viral medication that specifically targets the shingles virus) since (B)(6) 2014, allergic reaction to analgesics, uterine dilation and curettage, diarrhea, cramp in lower abdomen, tachycardia, hives, hot flashes, double vision, dizziness, palpitations, heartburn, lymphadenopathy, numbness, tingling, arthritis, depression, gastroesophageal reflux disease and tobacco abuse. Family history included renal disease (mother), brain damage (mother), breast cancer (maternal grandmother), heart disease congenital (maternal grandmother), infection mrsa (mother), liver failure (mother), cancer, prostate cancer (maternal grandfather), hypertension (maternal grandmother), renal disease (mother), brain damage (mother) and stroke. Concomitant products included hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches/monthly headaches/ mild headaches"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), the first episode of skin discolouration ("sweat smell like nickel") and the second episode of skin discolouration ("arm pits turned black"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), gastrointestinal disorder ("abdominal deformity"), scar ("severe large scarring"), vaginal infection ("vaginitis"), pelvic pain ("regular pelvic pain/ excruciating, stabbing pelvic pain") and pain ("body aches that felt like bug bites or pin pricks"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (underwent laparoscopic bilateral salpingectomy), surgery (novasure ablation performed during laparoscopic bilateral salpingectomy on (B)(6) 2016) and surgery (novasure ablation performed during laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, uterine haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, allergy to metals, vaginal discharge and the last episode of skin discolouration had resolved and the device breakage, gastrointestinal disorder, scar, headache, alopecia, vaginal infection, pelvic pain and pain outcome was unknown. The reporter provided no causality assessment for device breakage and uterine haemorrhage with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, scar, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of skin discolouration and the second episode of skin discolouration to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Patient tolerated the procedure well she was not advised of complications that occurred at the time of her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes were occluded. Mycobacterium tuberculosis complex test - on an unknown date: positive. Pregnancy test - on (B)(6) 2016: negative. Viral test - on (B)(6) 2014: negative . On (B)(6) 2016,surgical pathology report received which showed right fallopian tube, resection: fallopian tube exhibiting complete cross section. Wire coil medical device consistent with essure coil. Left fallopian tube, resection: fallopian tube exhibiting complete cross section. Wire coil medical device consistent with essure coil. Gross description: fallopian tube which measure 8.7 cm in length up to 0.6 cm in diameter. There is an attached 1.0 cm paratubal cyst. A thin delicate coil is noted within the lumen. Also received separately is a delicate thin metal wire measuring 2.2 cm in length. The wire is consistent with an essure coil and is submitted for gross only. Fallopian tube which measure 11.5 cm in length by up to 0.7 cm in diameter. A thin delicate coil is noted within the lumen. Also received separately is a 0.7 cm delicate grey coil consistent with an essure coil. The essure coil is submitted for gross only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and uterine haemorrhage. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and mr received: medically confirmed case and the event ,hyperhidrosis,hair loss,vaginitis,pelvis pain/ regular pelvic pain/ excruciating, stabbing pelvic pain,general body aches/ daily body aches/ body aches that felt like bug bites or pin pricks,menorrhagia, vaginal bleeding was added from pfs. Events abnormal uterine bleeding and there was found to be a small piece of the essure coil present at the cornua were added from medical record. Lab data added,concurrent condition,concomitant medication,historical drug added and historical condition added.reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), device breakage ("there was found to be a small piece of the essure coil present at the cornua"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged menses/menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (((B)(6) 2005 and (B)(6) 2013), parity 2 (((B)(6) 2005 and (B)(6) 2013), cesarean section (because of baby's heart rate dropping), miscarriage in 2010, mycobacterium tuberculosis complex test positive, postpartum state, brain operation in 2007, colposcopy in 2004, anxiety, depression, gastroesophageal reflux disease and cholecystectomy in 2006. Previously administered products included for an unreported indication: demerol. Past adverse reactions to the above products included rash with demerol. Concurrent conditions included obesity, shingles (prescribed anti-viral medication that specifically targets the shingles virus) since (B)(6) 2014, allergic reaction to analgesics, uterine dilation and curettage, diarrhea, cramp in lower abdomen, tachycardia, hives, hot flashes, double vision, dizziness, palpitations, heartburn, lymphadenopathy, numbness, tingling, arthritis, depression, gastroesophageal reflux disease and tobacco abuse. Family history included renal disease (mother), brain damage (mother), breast cancer (maternal grandmother), heart disease congenital (maternal grandmother), infection mrsa (mother), liver failure (mother), cancer, prostate cancer (maternal grandfather), hypertension (maternal grandmother), renal disease (mother), brain damage (mother) and stroke. Concomitant products included hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches/monthly headaches/ mild headaches"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), skin odour abnormal ("sweat smell like nickel") and skin discolouration ("arm pits turned black"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), gastrointestinal disorder ("abdominal deformity"), scar ("severe large scarring"), vaginal infection ("vaginitis"), pelvic pain ("regular pelvic pain/ excruciating, stabbing pelvic pain") and pain ("body aches that felt like bug bites or pin pricks"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016), surgery (underwent laparoscopic bilateral salpingectomy), surgery (novasure ablation performed during laparoscopic bilateral salpingectomy on (B)(6) 2016) and surgery (novasure ablation performed during laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, uterine haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, allergy to metals, vaginal discharge, skin odour abnormal and skin discolouration had resolved and the device breakage, gastrointestinal disorder, scar, headache, alopecia, vaginal infection, pelvic pain and pain outcome was unknown. The reporter provided no causality assessment for device breakage and uterine haemorrhage with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, scar, skin discolouration, skin odour abnormal, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Patient tolerated the procedure well she was not advised of complications that occurred at the time of her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes were occluded. Mycobacterium tuberculosis complex test - on an unknown date: positive. Pregnancy test - on (B)(6) 2016: negative. Viral test - on (B)(6) 2014: negative. On (B)(6) 2016,surgical pathology report received which showed right fallopian tube, resection: fallopian tube exhibiting complete cross section. Wire coil medical device consistent with essure coil. Left fallopian tube, resection: fallopian tube exhibiting complete cross section. Wire coil medical device consistent with essure coil. Gross description: fallopian tube which measure 8.7 cm in length up to 0.6 cm in diameter. There is an attached 1.0 cm paratubal cyst. A thin delicate coil is noted within the lumen. Also received separately is a delicate thin metal wire measuring 2.2 cm in length. The wire is consistent with an essure coil and is submitted for gross only. Fallopian tube which measure 11.5 cm in length by up to 0.7 cm in diameter. A thin delicate coil is noted within the lumen. Also received separately is a 0.7 cm delicate grey coil consistent with an essure coil. The essure coil is submitted for gross only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction was done on (B)(6) 2018 following company internal coding review, the event sweat smell like nickel was re-coded to meddra llt sweat odor abnormal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("irregular vaginal discharge"), gastrointestinal disorder ("abdominal deformity") and scar ("severe large scarring"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and vaginal discharge had resolved and the gastrointestinal disorder and scar outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, menstrual disorder, migraine, scar and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.